Event description:
The pt reported that his infusion device began beeping and the display was blank. He stated that he inserted a new power pack and the device worked fine. The pt stated that his power pack was 4-5 weeks old. The pt was aware of the recall and was educated again on the importance of changing the power pack every 2 weeks. The pt did not report that his blood glucose was affected. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.